Event description:
It was reported that the ilet displayed an ¿unable to proceed during rewind¿ during an infusion set change, consistent with a consecutive stalled motor alarm, and multiple restarts did not resolve the malfunction; the pump chamber was visually inspected with a light and appeared clean, and a replacement device was arranged with follow-up for shipping and return labeling. Symptoms included none reported. Outcomes included no clinical impact reported. Investigation included product history review, device inspection planning, and collection of use details from the user. Investigation of this case revealed a suspected stalled drive motor during the rewind step associated with the pump mechanism, with no observed debris in the cartridge chamber based on user inspection. It was concluded, based on previously established findings for similar reports, that the cause was an indeterminate device malfunction related to the motor rewind function. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.